Manufacturer narrative:
The product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. Note: the instructions for use state: "never alter or repair this product. Always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook-and-loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Dispose of damaged products per facility policy for bio-hazardous material." (B)(4). Product receipt pending.

Event description:
Customer reported a patient was able to release himself from the restraints as a result of the clip breaking at the point of the bed connection. The customer did not report the date the issue was discovered and no patient injuries were reported.

Manufacturer narrative:
Evaluation results: with only the information available, the reported issue could not be confirmed as the whole product was not returned for evaluation. The customer returned only the male component of the quick-release buckle and did not provide any other information regarding the issue. Due to the incomplete return and available information, root cause of the failure could not be determined. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental MDR required for additional investigation results.